Manufacturer narrative:
Product development investigation was completed. The report indicates that the: received condition: approximately 10mm of the grooved portion of the drill bit ø 2.0/1.15mm, cannulated, l 150/48mm is broken off and missing. The remaining salient on the fractured side is bent. Dimension: because of the damage and the missing broken off portion the relevant dimensions cannot be checked to print specifications anymore. The outside diameter of the remaining drill flute was checked with caliper ref. 3-01-19789 and found to meet the specifications. DHR review / material: conclusion: the broken off grooved portion of the drill bit in question measures approximately 10mm. The broken off portion is not available for investigation. There are visible stress marks and dents at the remaining side walls above the fracture area. The damage visible on the diameter 3mm guiding shaft is also consistent with the reported event description that the drill bit collided somewhere with a screw. The visible stress mark at the run-in of the diameter 3 mm guiding shaft indicates an excessive metallic contact. No manufacturing related issue was identified and/or confirmed. Dcrm review: the drill bits (power driven) - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's but was caused during a mechanical overloading situation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Other classification codes: hsz gfa gff. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned, material is following for manufacturer review/investigation. Initial reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: part: 310.221 / lot: f-17268, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 05.jun.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when receiving loan set from distributor (B)(4) specialist checked it and found out that drill tip is broken. This complaint involves 1 part. This report is 1 of 1 for (B)(4).